Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display were noted. The device passed all functional testing that was that was performed; however, it was received stuck in a motor error alarm loop during bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was not possible to perform the occlusion test due to a motor error alarm. The insulin pump had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 750 mg/dl. His symptoms included nausea, excessive thrust, urination, irritability, abdominal pain, and fruity breath. Customer stated his blood glucose was elevated, due to a nerve block shot he had received for back surgery. The insulin pump had stopped working, due to motor error. At the time of the motor error, which the customer deceived during bolus delivery, his blood glucose was 325 mg/dl. It was found the insulin pump was exposed to a strong magnetic field during a chest x-ray. The customer was not using the sensor feature on the insulin pump. He was able to rewind the insulin pump, or even get it to turn on after putting in a new battery. It was advised to discontinue use and revert to a back-up plan. The customer's blood glucose reading on the day of reporting the events was 95 mg/dl. Nothing further was reported.